Event description:
It was reported that noise was observed on the stored egms during a routine evaluation. The noise was not reproduced with isometrics or tapping on the ICD can. At a subsequent follow-up, no further noise behavior was seen. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.